Manufacturer narrative:
Concomitant medical productsd11: ddbb1d4, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the rv defib coil. A rise in pacing impedance was also exhibited. The clinic was able to replicate the high impedance swings on the rv defib coil during isometric maneuvers. All therapies were programmed off. It was additionally reported that the lead had a possible fracture. Oversensing and noise was exhibited. There was possible cross-talk or rubbing with another implanted rv lead. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.